Event description:
The customer reported that a ventilator shut down while in use on a patient. The device was in use on a patient. No patient harm was noted. Delayed therapy was noted. Additional information regarding the event was sought, however, the customer was unable to provide further details. The customer spoke with a philips remote service engineer (rse). The device was plugged into ac power and stopped while in patient use. The device was removed from the patient without incident, there was no patient harm. It is unknown if the device alarmed. The customer ran the device in the biomed unit for five days. The device did not shut down, the power and battery leds were illuminated, the device will switch to battery power when required, and there were no error codes in the error log. The customer stated the battery may have been low at the time of the event. The rse advised the customer to test the device for ac and battery operation, request their facility engineering inspect their ac power outlet that the device was plugged into. If there are no further issues with the device, the device can be returned to use. Per the customer, the device is back in service.